Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 350 mg/dl. The the customer was not able to clear the alarm. The customer stated that the device was not dropped nor bumped but possible exposed on moisture. The customer has backup plan and she already used it.